Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The following information was reported with this event but does not specify which products are related. Two implant dates reported were (B)(6) 2010. Two hospitals reported were (B)(6) medical center in (B)(6) & the (B)(6) hospital of (B)(6). A second physician was reported with this event and their contact information is as follows: dr (B)(6).